Event description:
It was reported that customer was hospitalized, with presence of ketones but no admission to intensive care and no reported injury. An exact bg value was not provided. There was no additional information provided at the time of report.